Event description:
It was reported that following successful revascularization of a proximal left anterior descending artery, difficulty was encountered while removing the guide wire from the vessel. Reportedly, there was no pt injury. This report is being filed due to co's investigational findings.